Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique, which resulted in peritonitis. The peritonitis was manifested by a cloudy effluent, bad cramping and the patient feeling poorly. The patient was hospitalized for the reported event. The treatment for the peritonitis included unspecified antibiotics (doses, routes and frequencies not reported). The patient was discharged from the hospital and recovering from the peritonitis. The patient was not re-trained on proper aseptic technique because the pd therapy was discontinued and the pd catheter was removed. The patient was started on hemodialysis. No additional information is available.